Event description:
The affiliate reported that a customer experienced "burn" and skin discoloration on their fingers after unloading the processed devices from the unit. It was reported that the customer did not seek medical attention or treatment. The field engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The service engineer performed preventative machine service. The system was found to be operating to MFR specifications.